Manufacturer narrative:
Visual evaluation of the returned device found the handle cannula detached, and the connector pin was bent and loose. There were marks on the handle cannula from the handle assembly process. A dimensional inspection was performed, and the handle cannula, cautery pin, active cord insert, finger ring assembly, and cable were all was found within manufacturing specifications.the complaint was confirmed; however, review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the colon during a polypectomy procedure performed on (B)(6), 2013.according to the complainant, during the procedure, the physician manipulated the handle to open the snare but was unable to do so. The physician checked the handle and found out that the handle cannula detached. Another captivator small oval snare was used to complete the procedure.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician manipulated the handle to open the snare but was unable to do so. The physician checked the handle and found out that the handle cannula detached. Another captivator small oval snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.